Manufacturer narrative:
Concomitant product: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. (B)(4).

Event description:
It was reported that on (B)(6) 2013, the patient experienced a change in the effect related to severe hallucinations and paranoia outside of what has been the side effects of prialt so far. The patient had been informed that these could occur but the patient did not have these prior to taking prialt. Emergency response, 911, was contacted and the patient was escorted to the emergency room (ER) because it was ¿that bad.¿ the hospital staff wanted to put the patient on ¿pysch watch¿ as they were unfamiliar with the pump and medication. After one day at the initial ER, the patient was transferred to another hospital on (B)(6) 2013. The reporter had requested that the pump be triated down due to the side effects. On (B)(6) 2013, the pump was decreased 50% and then on (B)(6) 2013, the pump was decreased another 25%. The patient was released on (B)(6) 2013 and reportedly was still having issues. The patient was seen by the health care provider (hcp) on (B)(6) 2013. This hcp was not the patient¿s normal hcp as the normal physician was on vacation. However, at this appointment the medication was decreased down to 1.25 micrograms (it was not clear if this was per day). Reportedly, this was the lowest dose that could be programed but the patient was still experiencing confusion and dizziness. Reportedly, the patient should not have withdrawal symptoms from the prialt and there was concern that something was going on but it was unclear as to what this was. The patient did have a follow-up appointment schedule for (B)(6) 2013 with the regular managing physician. The patient had been given ativan at the hospital and while back at home took some on (B)(6) 2013. The reporter expressed that they were unaware of options for the patient. The reporter was thinking about taking the patient to the ER to have the medication removed from the pump and refilled with saline but inquired about withdrawal. This device system delivered prialt. Additional information has been requested, but was not available as of the date of this report.